Event description:
It was reported that, "driver head broke while inserting 3. Locking screw by hand."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.